Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation of the reported issue. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: the connector leaked; the light guide rod lens was cracked and chipped; the plastic distal end cover had a sharp edge snag; the bending section cover glue was cracked; the connecting tube was scratched and had a pocket-pouch; the connecting tube protector had a peeling coat; the air/water nut and the suction cylinder nut painting were peeled off; there were scratches on the switch box and the universal cord; the connector shield plate was corroded; there was play evident on the knob angulation; and the knob angulation was less than the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrointestinal videoscope had air/water problem. There was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The foreign material likely remained in the device since the handling of the device (reprocessing) was deviated from the instruction manual. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: - gif/cf type 165 series operation manual chapter 3 preparation and inspection. - gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.